Manufacturer narrative:
Additional information: additional investigation was completed. Review of the dvstream and kinematic logs found that the curved-tip sureform 45 was installed on universal surgical manipulator arm 3 (usm3), the instrument entered following, the user clutched the master tool manipulator (mtm) then immediately released the clutch and moved the instrument out of view. The instrument was then removed from usm3. The actions all occurred within one minute. Replication testing of the sequence of events was performed using an in-house da vinci xi system with an in-house sureform 45 staple. The issue was able to be replicated by installing an instrument, clutching the mtm, quickly moving the mtm, and releasing the clutch button during the movement, which led to the instrument tip moving suddenly. This motion is expected as the instrument will immediately enter following mode once the clutch is released.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. During a site visit, the reported complaint could not be reproduced, but system logs verified the error, which was most likely induced by the user during tool insertion. An electrical test was performed, and the system was verified as ready for use. An advanced stapler log review showed the instrument was installed on the system one time with a white reload. The stapler was never clamped or fired and showed to be unclamped when the instrument was removed less than 60 seconds after installation. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, universal surgical manipulator (usm) 3 experienced unintuitive motion while using the sureform instrument and white reload was installed. The instrument moved without being commanded and put excessive tension on the scissural branch of the pulmonary artery until it ruptured/tore. The surgeon attempted to bring the stapler closer to the mediastinum and then remove it from the vessel, but traction from the unintuitive motion was impossible to stop. Also, the stapler jaws were not able to be closed. The issue was only resolved by removing the instrument from the usm. The procedure was converted to open in order to achieve hemostasis using prolene suture. The estimated blood loss due to this was 100 ml and no blood transfusions were given. The patient is doing well. While on the phone with the technical support engineer (tse), it was confirmed that image from the endoscope was not inverted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The curved-tip sureform 45 stapler instrument used during the procedure was received and failure analysis found no issue of the instrument. Visual inspection was performed and no damage was observed. The uses remaining tab show 12/12, indicating the instrument was not utilized. The instrument passed engagement, initialization and recognition tests multiple times.